Event description:
Myocardial perforation; patient died six hours post implant. Cervical air passage was pressed by blood pool due to bleeding from subclavian vein. Cause of death was suffocation, per autopsy.